Manufacturer narrative:
(B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that a pump failed for the flow rate accuracy during preventive maintenance testing (pm testing) done on two occasions by two different certified and trained biomedical personnel's. The reported rate was 200 ml/hrs, volume to be infused was to be 50 ml and the reported output volume during the pm testing was 185.3 and 188.8 ml. They have used automated flow rate testing device. No other information known. It was reported that there was no patient involvement.